Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed multiple air bubbles when priming the infusion set tubing. Reportedly, the customer was unable to confirm if the luer lock connection had been completely tight. Subsequently, a minimum fill notification occurred. Reportedly, the cartridge had been filled with 150 units of insulin. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully.